Event description:
Customer reported the alarm has power, but does not sound when weight is removed form the sensor. The issue was identified during set-up, but the customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is being submitted based solely on the customer's reported issue. (B)(4).